Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ipg turns on and off without prompting and sometimes when the ipg turned on she experienced strong stimulation and shocking. It was reported, the patient felt the recharge burden was excessive. The patient stopped using the scs system last year. Surgery to explant the system has been scheduled.